Manufacturer narrative:
Correction information provided in g.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site # (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an incomplete flap in the right eye of a patient during a laser assisted lasik flap procedure. The flap was not cut on the left side of the operated eye. Reporter informed this issue has happened more than four times, and including in a reproducible gel fail test. Additional information was requested.